Manufacturer narrative:
DHR review revealed nothing relevant to this event. Device was not returned and the customer's complaint was not verified. The cause of this event could not be determined without device eval. This is the only complaint of this type involving this part/lot combination. There are no more of this lot in stock.

Event description:
Customer reports: "during arthroscopy, the distal end of the suture lasso broke off and remained in the pt while being passed through the cuff. This device is used for treatment.